Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 370 mg/dl at the time of the event and reported the insulin flow was blocked. The customer reported hyperglycemia treated with insulin pump. The event involved products unk_ngp, mmt-399a, mmt-332a, mmt-7020la. Troubleshooting was partially performed for hyperglycemia and later customer declined. The customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. Troubleshooting was performed for insulin flow blocked alarm and the issue was resolved. No further patient complications were reported. It was unknown whether the customer will continue use of the devices. No product return is required for unk_ngp. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-7020la.